Event description:
The delivery system is placed as usual, but during the procedure the hemostatic valve is bleeding too much blood. When the graft is going to be released the bleeding does not stop and opposite to this the bleeding increased considerably. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.